Event description:
It was reported that the customer went to the emergency room due to a suspected pump issue that caused accidental insulin delivery, resulting in a low blood glucose level of 42 mg/dl. The customer experienced confusion, vomiting, and diarrhea but did not sustain any permanent injury. To resolve the situation, the customer consumed carbohydrates and received intravenous fluids, which effectively addressed the issue. There was no adverse impact on the customer's long-term health, and the pump system was found to be functioning as intended.